Event description:
It was reported that the autopulse system was used 6 times, 4 of the 6 times it failed to operate longer than 5 minutes. The battery data indicated they were being maintained properly. Battery sn#'s (B)(4). Sending customer replacement batteries per regional manager. No adverse event reported.

Manufacturer narrative:
The battery identified with s/n (B)(4) failed the power test. Probable cause for this failure could be its age; battery was manufactured in 10/2009. The calendar age of this battery is almost 3 years. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the manufactured date, this battery has aged past the end of its useful life. No adverse event reported.